Event description:
It was reported via phone call that the insulin pump alarmed button error. The alarm occurred after the customer changed the battery. The blood glucose reading was 133 mg/dl. There were no significant events leading to the alarm observed. The customer was advised to is continue using the insulin pump and to revert to their back-up plan. It was also stated that the customer's belt-clip broke. The belt-clip will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted. The insulin pump has cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.